Manufacturer narrative:
Unit passed displacement test. However, unit received with bleeding lcd glass. Unit had scratched case, cracked reservoir tube lip and missing end cap sticker. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had black dot on the lcd screen and casing was cracked. Customer stated that the damage was occurred due to car accident. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.